Event description:
Customer reports via phone that system failed at start of days procedures. Customer does not have back up room, and all patients are being transferred to another facility for procedures. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot errors 11 and 53 on generator bootup and found clogged generator cooling fans and 2 leaking capacitors on the dc inverter assembly. Fse also found some corrosion on the drac assembly and recommended replacement. Fse cleaned the dirty fan assemblies and replaced the leaking capacitors, but still had error 53 due to drac. Customer initially ok for drac replacement but phoned shortly after and cancelled the service call. No further requests for service to date. Product monitoring follow up; customer reports they were not repairing the system at this time. They are planning to close the hospital in 3-4 years, so they are looking into cost effective options to replace the system.